Manufacturer narrative:
Investigation summary: bdj received an actual sample, and 3 photos were returned by the customer in support of this complaint. Visual examination of sample and photos was performed and the indicated failure mode for foreign matter was observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: spot in tube."